Event description:
The spouse of a deceased patient reported pt had an interventional procedure performed in 2001, post "small" myocardial infarction. An angio-seal device was deployed to close to the arteriotomy site. The patient had a ninety-five percent blockage in the circumflex artery. In the recovery room the patient complained of severe right hip pain, their blood pressure dropped and their right thigh swelled. According to the spouse, a CT scan revealed no evidence of a retroperitioneal bleed. The patient went on to develop kidney failure and a staph infection. A dialysis access was placed (unable to determine access site) where a staph infection was present. Reportedly the physician placing the access was unaware of the infection. The patient passed away the following month. No autopsy was performed.